Event description:
During routine follow up, the device involved in this MDR report was found in standby mode, i.e. In vvi mode. However, it could not be re-initialized with the standard programmer version. Therefore, it was explanted.

Manufacturer narrative:
On 07/29/2009. This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.